Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. No known impact or consequence to patient. Use of device issue. Results pending completion of evaluation. Conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the air bubble detector (abd) detected air in the arterial line and was verified. No known impact or consequence to patient. There was a delay for 2-3 minutes. Product was not changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 5, 2018. (B)(4). The actual sample was not returned, the investigation was extremely limited on this event. A clinical representative has reached out the customer to get more information on that actual event. It is was reported that the customer has replaced the luer cap with the stock cock prior priming and could not recall the action of purging the air from the stop cock. There is sufficient amount of air source in there to initiate air detection alarm. It is likely that the air during priming remained in the oxygenator module of the actual sample and causing the air detection alarm to go off. With the limited information available, it is difficult to determine the actual cause. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.